Manufacturer narrative:
Event logs showed there was a motor temperature error, which could not be replicated during the investigation. The pump was unable to rotate regardless of setpoint. It was discovered that the cable within the device was unplugged. Once the cable was plugged in, the device worked as intended without any errors.

Event description:
User reported the system presented a hardware fault message for a roller pump. The fault message could not be cleared. There was no patient harm resulting from this event.